Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient¿s pump had flipped and the patient came in for a refill and the doctor was unable to locate the diaphragm manually. It was noted ultrasound and fluoroscopy revealed the pump had flipped on 2014 (B)(6). It was also reported, the pump was unable to be interrogated or programmed and was replaced on 2014 (B)(6). It was reported, the patient had no signs or symptoms and the outcome was resolved without sequelae on 2014 (B)(6). The pump was being used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Event description:
The old drug was removed and the new drug (morphine and bupivacaine) was inserted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When the pump flipped, the patient felt withdrawal, was weak, dizzy, seeing flickers in the lights and was cold and clammy to the touch. She had the shakes, was sick to her stomach and couldn't eat. On (B)(6) 2014, the pocket site was revised and the pump was flipped back over. It was noted that the patient was at her normal visit at the pain clinic and the healthcare professional could not access the pump. Upon x-ray and further testing the pump had apparently become flipped and was not easily rotated back into position. Since the pump medication was soon to be empty (by early the following week) the patient was admitted for observation of intrathecal medication withdrawal and placed on the operating room schedule for (B)(6) 2014 to reposition the pump and refill. During the revision, it was noted that the pump had flipped around. The pump was lifted out of the wound, the catheter was exposed and inspected; there were no other kinks or unusual abnormalities in the system. The pocket scar was plicated down to snugly hold the pump. The pump was refilled and the programming rate was unchanged.

Event description:
Additional information received reported the outcome was resolved without sequelae on (B)(6) 2014 and the device was surgically repositioned on (B)(6) 2014. The event was related to the device or therapy and unlikely related to the implant procedure. The severity was noted as "no symptoms."